Event description:
The customer reported being hospitalized due to low blood glucose. The customer stated that he tried to install the reservoir before the insulin pump was rewound and gave himself too much insulin. No further info was provided.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.